Manufacturer narrative:
Follow-up # 1 ¿ (07/31/2014), the patient¿s meter has been returned on (B)(4) 2014 and evaluated by lifescan product analysis on (B)(4) 2014 with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014, the lay-user/patient contacted lifescan (lfs) USA, alleging that the onetouch ultramini is giving inaccurate erratic readings of ¿84, 196, and 46 mg/dl.¿ this complaint was classified based on the customer care advocate (cca) documentation. The patient manages his diabetes with self adjusting insulin based on the lfs meter reading. The patient claimed he took 3 units of novolog insulin and subsequently developed symptoms described as ¿lightheaded¿ 6 hours later. It was noted the patient was tested on another meter and received a reading of ¿43 mg/dl¿ at the time of concern. There was no report of any required hospital treatment at the time of concern. During troubleshooting, the patient indicated the three readings of ¿84, 196, and 46 mg/dl¿ were taken more than 20 minutes of each other. The unit of measurement was set correctly at the time of testing. This complaint is being reported because the patient had a low reading of ¿43 mg/dl¿ and symptoms of lightheaded after he reportedly took insulin based on the lfs meter readings. The lfs products were replaced and requested back for investigation.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.